Event description:
It was reported that the locking cap seized up in the rod-screw connection. It was no longer possible to loosen the locking cap. Several attempts were undertaken; however three technicians were unable to loosen it. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.